Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Tech called in for help on 8015bd unit serial # (B)(4). Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: 8015bd unit once tech power unit on he gets black screen red arrow by the system on buttom & peeping sound is call watchdog error unit unrestorable will need to come in for warranty repair. Unable to transfer tech to services repair they were not open yet, confirm their number for services repair so tech can call back in 30mins.by then they should be open. Tech thank me for my asisst.